Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and intermenstrual bleeding ("patient experienced metrorrhagia for one month, bleedings between periods") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: wrong technique in device usage process ("section of the right intrauterine part of essure" in (B)(6) 2015). The patient had a medical history of venous thrombosis in 2000 and hypersensitivity, urticaria, rhinoconjunctivitis, atopic dermatitis and parity 2 (vaginal deliveries one on (B)(6) 1998 one girl, and one on (B)(6) 2000 one girl). Previously administered products included: copper iud. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding (seriousness criterion intervention required). On (B)(6) 2015 she experienced device expulsion ("essure migration in the uterine cavity"). In 2018 she experienced memory impairment ("memory disorder"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal discomfort"), rash ("skin rash"), dysmenorrhoea ("dysmenorrhea"), dizziness ("dizziness"), dyspareunia ("the patient experienced continuous burning sensation at perineal level, day and night, with increase during intercourse."), abdominal pain upper ("epigastric pain , pain in the right hypochondrium"), food intolerance ("food intolerance"), dermatitis contact ("contact eczema with metal (silver and non-precious metals)"), hypoaesthesia ("the patient also presented tingling and numbness in arms, mainly during the night"), paraesthesia ("the patient also presented tingling and numbness in arms, mainly during the night"), arthralgia ("joint pain (shoulders, wrists, hands, hips)"), hot flush ("hot flashes"), eye irritation ("ocular burning sensation"), patellofemoral pain syndrome ("patellofemoral pain syndrome of the left"), asthenia ("asthenia"), visual impairment ("visual disturbances"), bursitis ("bursitis"), fatigue ("tiredness"), insomnia ("insomnia"), myalgia ("muscular pain"), tendonitis ("tendinitis") and allodynia ("mechanic allodynia"). The patient was treated with surgery (hysterectomy with ovary conservation and bilateral salpingectomy for the removal of essure and hysteroscopy with curettage and biopsy). At the time of the report, the outcomes for pelvic pain, intermenstrual bleeding, abdominal pain, abdominal discomfort, rash, dysmenorrhoea, dizziness, dyspareunia, device expulsion, abdominal pain upper, food intolerance, dermatitis contact, hypoaesthesia, paraesthesia, arthralgia, hot flush, eye irritation, patellofemoral pain syndrome, asthenia, visual impairment, bursitis, fatigue, insomnia, myalgia, tendonitis, allodynia and memory impairment were unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allodynia, arthralgia, asthenia, bursitis, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye irritation, fatigue, food intolerance, hot flush, hypoaesthesia, insomnia, intermenstrual bleeding, memory impairment, myalgia, paraesthesia, patellofemoral pain syndrome, pelvic pain, rash, tendonitis and visual impairment to be related to essure administration. The reporter commented: on (B)(6) 2022, the patient felt better. Pelvic pain improved, urgent urination symptoms disappeared, she slept better, vaginal trophicity improved. But she still suffered from joint pain, asthenia, some mental confusion with forgetfulness. Digestion seemed to be better. On (B)(6) 2022, the patient resumed professional activity. On (B)(6) 2022, medical consultation: the patient felt better, symptoms improved, except dyspareunia burning type. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2022: delayed allergic hypersensitivity to nickel sulfate, potassium bichromate, cobalt chloride, and for to a lesser extent to aluminum and gold, with strict eviction indication. [Hysterosalpingogram] on (B)(6) 2013: control hysterosalpingography was considered as normal despite dissymmetrical insertion of essure, the right part of essure partially positioned in the uterus. [Investigation] on (B)(6) 2022: fallopian tube and peritoneal liquid dosage of toxic metals was performed and showed excess of nickel, tin and chrome. [Magnetic resonance imaging] on (B)(6) 2017: showed intra articular lesion [magnetic resonance imaging abdominal] on (B)(6) 2021: essure was in place, no fragmentation of the right residue measuring 8 mm. [Pathology test] on (B)(6) 2021: intraepithelial squamous cells low grade condyloma type without cervix dysplasia, chronic non specific endocervicitis, endometrium of proliferative type without atypia. [Ultrasound scan] on (B)(6) 2015: essure migration in the uterine cavity, endometrial polyps. [X-ray] on (B)(6) 2022: no abnormalities. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and intermenstrual bleeding ("patient experienced metrorrhagia for one month, bleedings between periods") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: wrong technique in device usage process ("section of the right intrauterine part of essure" in (B)(6) 2015). The patient had a medical history of venous thrombosis in 2000 and hypersensitivity, urticaria, rhinoconjunctivitis, atopic dermatitis and parity 2 (vaginal deliveries one on (B)(6) 1998 one girl, and one in (B)(6) 2000 one girl). Previously administered products included: copper iud. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding (seriousness criterion intervention required). On (B)(6) 2015 she experienced device expulsion ("essure migration in the uterine cavity"). In 2018 she experienced memory impairment ("memory disorder"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal discomfort"), rash ("skin rash"), dysmenorrhoea ("dysmenorrhea"), dizziness ("dizziness"), dyspareunia ("the patient experienced continuous burning sensation at perineal level, day and night, with increase during intercourse."), abdominal pain upper ("epigastric pain , pain in the right hypochondrium"), food intolerance ("food intolerance"), dermatitis contact ("contact eczema with metal (silver and non-precious metals)"), hypoaesthesia ("the patient also presented tingling and numbness in arms, mainly during the night"), paraesthesia ("the patient also presented tingling and numbness in arms, mainly during the night"), arthralgia ("joint pain (shoulders, wrists, hands, hips)"), hot flush ("hot flashes"), eye irritation ("ocular burning sensation"), patellofemoral pain syndrome ("patellofemoral pain syndrome of the left"), asthenia ("asthenia"), visual impairment ("visual disturbances"), bursitis ("bursitis"), fatigue ("tiredness"), insomnia ("insomnia"), myalgia ("muscular pain"), tendonitis ("tendinitis") and allodynia ("mechanic allodynia"). The patient was treated with surgery (hysterectomy with ovary conservation and bilateral salpingectomy for the removal of essure and hysteroscopy with curettage and biopsy). At the time of the report, the outcomes for pelvic pain, intermenstrual bleeding, abdominal pain, abdominal discomfort, rash, dysmenorrhoea, dizziness, dyspareunia, device expulsion, abdominal pain upper, food intolerance, dermatitis contact, hypoaesthesia, paraesthesia, arthralgia, hot flush, eye irritation, patellofemoral pain syndrome, asthenia, visual impairment, bursitis, fatigue, insomnia, myalgia, tendonitis, allodynia and memory impairment were unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allodynia, arthralgia, asthenia, bursitis, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye irritation, fatigue, food intolerance, hot flush, hypoaesthesia, insomnia, intermenstrual bleeding, memory impairment, myalgia, paraesthesia, patellofemoral pain syndrome, pelvic pain, rash, tendonitis and visual impairment to be related to essure administration. The reporter commented: on (B)(6) 2022, the patient felt better. Pelvic pain improved, urgent urination symptoms disappeared, she slept better, vaginal trophicity improved. But she still suffered from joint pain, asthenia, some mental confusion with forgetfulness. Digestion seemed to be better. On (B)(6) 2022, the patient resumed professional activity. On (B)(6) 2022, medical consultation: the patient felt better, symptoms improved, except dyspareunia burning type. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2022: delayed allergic hypersensitivity to nickel sulfate, potassium bichromate, cobalt chloride, and for to a lesser extent to aluminum and gold, with strict eviction indication [hysterosalpingogram] on (B)(6) 2013: control hysterosalpingography was considered as normal despite dissymmetrical insertion of essure, the right part of essure partially positioned in the uterus [investigation] on (B)(6) 2022: fallopian tube and peritoneal liquid dosage of toxic metals was performed and showed excess of nickel, tin and chrome [magnetic resonance imaging] on (B)(6) 2017: showed intra articular lesion [magnetic resonance imaging abdominal] on (B)(6) 2021: essure was in place, no fragmentation of the right residue measuring 8 mm [pathology test] on (B)(6) 2021: intraepithelial squamous cells low grade condyloma type without cervix dysplasia, chronic non specific endocervicitis, endometrium of proliferative type without atypia [ultrasound scan] on (B)(6) 2015: essure migration in the uterine cavity, endometrial polyps [x-ray] on (B)(6) 2022: no abnormalities the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: this case was identified duplicate of case (B)(4). So this case needs to delete from argus database. All information, events, source documents, references has been transferred from this case to remaining case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.